Event description:
It was reported that during a nephrectomy, four to five clips came out but would not close on to the vessel and dropped into the abdomen. No adverse effect to pt. Another device was used to complete the procedure.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.